Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headaches for which the user suspects the device is responsible. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The device has not yet been returned to the manufacturer for evaluation, and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
As per additional information received on 07/16/2024: the device was returned to a third-party service center. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and error code found. In addition, dust/dirt was found inside the device. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.